Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. Detailed trace analysis confirmed alarm was triggered when the backup battery unloaded voltage (unloaded vlith) was less that 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump was was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded serial number label, scratched case, scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture. Pump error alarm confirmed in the pump history and during self test due to cold solder joint on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had power error alarm. The customer¿s blood glucose was 123 mg/dl. The insulin pump was returned for analysis.